Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The sample was removed from the pouch and visually inspected and no obvious defects were noted. The sample was functionally tested by spiking it into an in-house solution bag containing distilled water. The sample was then re-primed and checked for flow and clamp shut-off. The sample was then attached to the top y site of an in-house set and the sample primed and flowed normally with complete clamp shut-off noted. The condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving an occlusion alarm during the use of a clearlink secondary medication set. This set was being used with a non-baxter infusion pump and a non-baxter primary administration set. There was patient involvement, but there was no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.